Event description:
The facility stated that the surgeon attempted to implant a cc4204bf plate collamer lens, diopter +19.0. The lens felt sticky and they had a difficult time moving the lens through the cartridge. No patient contact. The injector model msi-fp, lot number was not specified by the facility.